Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that pacing inhibition occurred on this right ventricular channel of this cardiac resynchronization therapy defibrillator due to oversensing of the right atrial signal; the patient had reported feeling dizzy. A technical services consultant discussed programming to optimize. Automatic gain control had been increased and the field representative stated that appeared to address the issue. The patient will reportedly be monitored and an xray is planned. No adverse patient effects reported. This device remains in service.

Event description:
It was reported that pacing inhibition occurred on this right ventricular channel of this cardiac resynchronization therapy defibrillator due to oversensing of the right atrial signal; the patient had reported feeling dizzy. A technical services consultant discussed programming to optimize. Automatic gain control had been increased and the field representative stated that appeared to address the issue. The patient will reportedly be monitored and an xray is planned. No adverse patient effects reported. This device remains in service.